Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, poor communication occurred due to cable failure and the image was not displayed. A probable cause of cable failure is fluid penetrated from cable trunking. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the 4k camera head had no image. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
During the evaluation, the following were confirmed; due to water leak in cable unit, the endoscopic image cannot be displayed, due to poor water-tightness of cable unit, the endoscopic image could not be displayed, due to water leak in button, the switches could not be pressed down smoothly. Technical evaluation was performed, and cable unit was found cracked which was the most possible root cause for the image failure. The reported fault was likely a result of mishandling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.